Manufacturer narrative:
D4: unique device identifier not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medbank app was frozen. A technical support specialist (tss) remoted into the system and observed the cubex logo in the upper left corner with a red cross icon on the right. The application was restarted, after which the medbank app functioned normally. The customer was then able to log in successfully and complete the cycle count. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank mini, application experienced freezing. Customer stated that user was unable to log in to perform a cycle count because the application was frozen and not responding to touch screen input. However, there were no delays or adverse events or injuries reported based on this event.